Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and failed. Performed share log review and a transmitter error was found in the log. The customer complaint was confirmed because of the transmitter failure error was found in the log. The reported event of transmitter failed error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. The reported event of a failed transmitter error was confirmed via data. The root cause was determined to be a low transmitter battery that lead to a transmitter failure. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.